Event description:
It was reported that the ventilator generated technical error codes indicating power error and turbine module communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The inspiratory channel pc board, o2 cell and o2 cell cable was replaced, and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced parts were not returned for investigation. Provided ventilator logs confirms the reported technical error codes. The inspiratory channel pc board is an interconnecting board including connectors for several components, such as the turbine module, o2 gas module, o2 cell, o2 evacuation fan, inspiratory flowmeter and safety valve. The o2 concentration is measured by the o2 cell. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).